Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6t79 that has a similar product distributed in the us, list number 6t79-21 / 31, with 510k number k252424.

Event description:
The customer observed a false nonreactive anti-hcv next for a 87 year old male. The following results were provided: (B)(6) 2026, sid (B)(6). Alinity I anti-hcv next result= 0.01 s/co; repeat result= 0.02 s/co (negative). Alinity I anti-hcv result= 9 s/co. Architect anti-hcv from another lab= 12 s/co . There was no impact to patient management reported.